Manufacturer narrative:
Uf / importer report number: the user facility has submitted medwatch (mw5077946) for this report. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 2000ml exactamix eva tpn bags had leaked. This event occurred after filling the device with unspecified tpn solution. The leak was noted around the spike port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.